Event description:
A dreamstation bipap avaps30 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention.during the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. Additionally, several error codes were detected during the assessment: error# 4 (err_null_ptr) a reboot error level due to a failed cpu component. Error# 7 (err_software) another reboot error level also related to a failed cpu component. Error# 223 (err_low_pressure_regulation) a continue level error not linked to a specific component failure and error# 226 (err_sensor_press_unreliable) a stop level error resulting from a failed air path, pca, or blower box component. The device was scrapped.at this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.